Event description:
Reviewed surgeon's database report which states that two years post implant, the pt was hit by public transportation resulting in opening the original fracture and bending the im nail. Review of the pt's x-rays confirms the bent nail. Surgeon performed an exchange nail procedure to replace the bent nail and repair the fracture. No indication of product defect.